Manufacturer narrative:
The peritonitis occurred on an unspecified date reported as ¿the beginning of 2014¿. The reported product is an unknown baxter titanium adapter. (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis which was manifested by fever and cloudy effluent. The cause of the peritonitis was due to a connection issue reported as the "titanium adapter was untightened and they had not paid attention to it". The patient was hospitalized for the event. The patient was treated with intraperitoneal cefradine (dose, frequency and duration not reported). On an unreported date the patient was discharged from the hospital. The patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.